Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty circulation pump. The device was evaluated and the reported issue was confirmed as the unit was unable to fill with water and no pressure could be felt through the left port of the manifold. The circulation pump was replaced. The device was evaluated for functionality. It passed all tests successfully. The evaluation found no other issues with the arctic sun performance. The DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Based on the results of the investigation, no additional actions are needed. The labelling review is not required as the complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the arctic sun device was failed in water filling. Per follow up information received via email on (B)(6)2023. The device was not sent for a bd-approved facility for evaluation. They repaired the device on the field. They replaced a circulation pump assy. The issue was resolved.